Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device is unable to discharge. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The device was not evaluated by the rse, as the customer refused to have it repaired. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused to repair the device.